Event description:
The patient's neurologist reported that the patient has been complaining of "all sorts of things" since implant and they believe it has nothing to do with vns therapy. The physician reported that this had made "normal" programming impossible and that it is better that the patient underwent explant.

Event description:
It was reported that the patient underwent generator and lead explant. It was reported that the patient has experienced dysphagia intermittently for years. The device settings were adjusted multiple times and the device was programmed off and on several times without a change in the dysphagia. It was reported that the patient's parents decided to have the device explanted without consulting the patient's physician. The surgeon identified a break in the lead during explant and indicating that the break was causing the problems. It was noted that the lead wire may possibly have been stretched due to the patient's growth. X-rays were taken and sent to manufacturer for review. Review of the x-rays showed that the generator seems to be in a low position in the chest and the lead seems to follow a remarkable straight line. The placing of the electrodes onto the nerve cannot be fully assessed. The lead connector pins seem to be fully inserted into the generator connector block. The electrodes and the technique for the implant of the lead on the nerve cannot be assessed due to the image sharpness. The presence of the tie-downs cannot be fully assessed either. Nevertheless, as the lead appears to be implanted in a remarkable straight line, it seems unlikely that a strain-relief is present. It cannot be determined whether there is lead behind the generator. No lead breaks or sharp bends were found in the visible parts, but the sharpness and format of the received x-rays does not permit to rule them out. Based on the x-rays images, the reported lead fracture cannot be confirmed. Review of device programming history identified that device diagnostics were within normal limits on (B)(4) 2014. The generator was disabled on (B)(4) 2010 and programmed back on (B)(4) 2010. The device was programmed off again on (B)(4) 2011 and programmed back on (B)(4) 2012. The device was disabled again on (B)(4) 2012. Attempts to obtain additional relevant information have been unsuccessful to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the lead confirmed all quality tests were passed prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.